Event description:
It was reported that the patient broke a clavicle plate implanted six months ago, possibly due to a bike crash. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported/unknown. Date device broke is unknown. This report is for one unknown plate/unknown lot number. Implant & explant dates are unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.